Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to changes in morphology and double detection of wide complexes. It was noted that the patient has a prolapse which is causing polymorphic rhythms. During the follow-up there was no noise visible with provocative maneuvers. Technical services (ts) was consulted to review the information. Upon review, ts noted that the shock did not convert the rhythm, but did slow the heart rate down. There was also functional undersensing resulting in the rate being below therapy zones preventing additional inappropriate shocks. Ts discussed troubleshooting and programming options. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to correct h6 impact codes as a code was inadvertently added to the last report.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to changes in morphology and double detection of wide complexes. It was noted that the patient has a prolapse which is causing polymorphic rhythms. During the follow-up there was no noise visible with provocative maneuvers. Technical services (ts) was consulted to review the information. Upon review, ts noted that the shock did not convert the rhythm, but did slow the heart rate down. There was also functional undersensing resulting in the rate being below therapy zones preventing additional inappropriate shocks. Ts discussed troubleshooting and programming options. The s-ICD remains in service and no additional adverse effects were reported.